Event description:
It was reported that the pump displayed ¿dosing stopped, connect cgm or enter bg¿ after the user replaced the dexcom g7 sensor and pump supplies, despite the dexcom app showing active sensor readings and the pump indicating ¿replace or stop sensor¿ after pairing verification. No reported symptoms. Outcomes included temporary suspension of automated therapy until continuous glucose monitor (cgm) data populated on the pump. Investigation included guided troubleshooting to confirm cgm app function, verify sensor code matching, and confirm successful sensor pairing on the pump, followed by instruction to allow time for cgm readings to appear. Investigation of this case revealed that the cgm had been paired to the cgm app and not the ilet, which was resolved after troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was user interface and timing during sensor replacement with no device malfunction.